Manufacturer narrative:
Pump error 63 alarm confirmed in the pump history due to broken trace. No pump error 4 alarm during testing. Device received with cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple error alarm. The customer's blood glucose value was 186 mg/dl, 200 mg/dl. Customer was able to successfully clear the alarm. Customer did not receive request to rewind pump. The alarm occur during self-test. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.